Event description:
It was reported that "central venous catheter 7 fr is observed to have bulging in the medial lumen, which impresses the health team. The central line is changed". The patient had no harm or injury.

Manufacturer narrative:
(B)(4) the actual device was not returned; however, the customer provided three photos and one video for analysis. The complaint of ballooned/stretched extension line was confirmed through analysis of the photos/video. Visual analysis revealed that the medial extension line was ballooned/stretched adjacent to the juncture hub; however, a complete visual inspection to evaluate the cause of the damage could not be performed as no sample was returned for analysis. A device history record review was performed, and no relevant findings were identified. The IFU provided with the kit informs the user, "using catheters not indicated for pressure injection for such applications can result in inter-lumen crossover or rupture with potential for injury". The IFU also, states, "do not secure, staple and/or suture directly to outside diameter of catheter body or extension lines to reduce risk of cutting or damaging the catheter or impeding catheter flow. Secure only at indicated stabilization locations". The IFU also states, "ensure catheter patency prior to use. Do not use syringes smaller than 10 ml (a fluid filled 1 ml syringe can exceed 300 psi) to reduce risk of intraluminal leakage or catheter rupture". The customer report of ballooned/stretched extension line was confirmed by visual inspection of the customer supplied photos and video. Visual analysis revealed that the medial extension line was ballooned adjacent to the juncture hub. However, full complaint verification testing to determine the cause of the damage could not be performed as no sample was returned for analysis. A device history record review was performed, and no relevant findings were identified. Without the device to evaluate, the probable cause could not be determined from the available information. Teleflex will continue to monitor and trend for reports of this nature.

Event description:
It was reported that "central venous catheter 7 fr is observed to have bulging in the medial lumen, which impresses the health team. The central line is changed". The patient had no harm or injury.

Manufacturer narrative:
(B)(4).